Event description:
Literature: sillay,k.a., chen, j.c., montgomery, e.b. 2010. Long-term measurement of therapeutic electrode impedance in deep brain stimulation. Neuromodulation 2010; 13: 195-200. Published online february 3, 2010. Doi: 10.1111/j.1525-1403.2010.00275.x. Summary: the authors report on long-term therapeutic electrode impedance in deep brain stimulation and its implication in constant current vs constant voltage stimulation. Between (B)(6) 2006 and (B)(6) 2007 a total of 63 patients with 110 leads had 301 documented programming visits. Of these, 18 patients had identical stimulation parameters resulting in 24 consecutive impedance measurements. Four out of the 24 measurements were discarded because the reported impedance exceeded 2,000 ohms. Therefore, data analysis included 20 consecutive measurements in 19 leads in 16 patients. Reportable event: four of the 24 measurements were discarded because the impedance exceeded 2,000 ohms.

Manufacturer narrative:
Lead: model: 3387, lot# unk, implanted: unk, explanted: unk.